Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2013 to explant the generator and lead due to end of service. The explanted generator and lead were returned to the manufacturer for analysis. The returned generator showed a non-ifi condition. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The lead assembly has dried remnants of what appear to have once been body fluids inside the bilumen tubing. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Follow-up revealed that the patient¿s generator and lead were explanted due to a deep-seated infection. The patient was treated with antibiotics. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.